Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to damaged/open filter, designator fl29. The open filter caused the positive portion of the biphasic defibrillation waveform to be missing.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device would only deliver a partial, monophasic shock when attempting to deliver defibrillation energy. There was no report of any patient use associated.